Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Otn exemption number e2014015. Total number of events summarized - 96. Aris - 79. Supris - 8. Omnisure - 6. Minitape - 3 - attachment: [fph otn asr feb-mar 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated placement of aris tot, cystoscopy, vulvovaginitis / candidiasis, urge incontinence, recurrent sui, pelvic pain, vaginal pain, tenderness at tot sling site.